Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The health care provider (hcp) reported that the patient was supposed to run out of drug on (B)(6) 2015. The hcp needed to know what drug was in the pump so they could order new drug. The hcp wanted a manufacturing representative to interrogate the pump. The patient was having an increase in pain, which started (B)(6) 2015. The location of the symptoms was ¿other.¿ it was unknown if this was a sudden or gradual change in symptoms. The patient was supposed to go in for a refill on (B)(6) 2015 but did not make the refill. The indications for use were non-malignant pain and unsuccessful disc surgery. The system was delivering fentanyl. The concentration, dose, and lot number were unknown. The cause of the issue, actions/interventions taken, diagnostics/troubleshooting performed, and the patient¿s outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.